Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted in 2012 with an afx bifurcated and suprarenal device. Recently, we were made aware that the patient has an el3b found through CT imaging. The physician elected to reline with an ovation to resolve the leak. Patient is reported to be doing well post secondary procedure.